Manufacturer narrative:
Additional information: correction: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The single use loading unit (sulu) was received partially applied with the interlock engaged. Damage was noted to the knife blade. The reload was reset and loaded into the returned device. The unit and sulu was applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. If the firing knob is not fully retracted, difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. The IFU states that to remove the sulu, separate the instrument halves. Holding the cartridge-half of the instrument, grasp the proximal end of the sulu tabs and pull up and out to remove the sulu from the instrument. To place a new sulu into the instrument, hold the sulu by the proximal end tabs and insert into the cartridge fork at a 30 to 45 degree angle from the distal end down until the unit snaps into place. Remove shipping wedge after sulu is fully loaded. Sulu will ¿float¿ up and down in final loaded position. Replication of this condition may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being applied on the stomach during an open esophagectomy, it was partially fired and cut tissue. The black firing knob moved an inch on the third fire, then it stopped. Upon pushing the black knob further, the stomach was pushed out of the jaws of the stapler. The stapler was then opened to find that it only fired/cut 1 inch; the staple line did not fire the full length of the reload , only 1 inch. It was complete, but only fired an inch. After that, they opened a new stapler and placed the jaws of the device on the stomach tissue attempting to fire but the same problem happened. The surgeon opened and used a different devices to complete the case. There was no patient injury.